Manufacturer narrative:
The reported incident that plate anchorage mtp / cross plate - left was alleged of issue s-12 (implant breakage after surgery) could be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by overload and fatigue. Microscopic investigation revealed that the fracture surface had suffered severe secondary damage. Evidence of microscopic vibration fracture characteristics was found on the fracture surface. Based on the results of the examination, it can be stated that the plate failed due to a vibration (fatigue) fracture. The device was explanted more than 7 months after implantation and fusion did not occur. Moreover, the patient is obese (B)(6); which is a contraindication. Non-union is well-known complication which has been taken into account during risk assessment and it is specified in literature: "precautions for use it is necessary to ensure that the implant corresponds correctly to the intended use. The patient must be immobilized during implantation of the product. Any movement by the patient could prejudice the optimal use of the product. The product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis. The clinical result depends on the suitable choice of the device for the indication and on the quality of the surgical procedure. It is necessary to inform the patient of the precautions to be taken to ensure the success of the implantation. [¿] side effects possible side effects during the implantation of osteosynthesis devices are: delay in consolidation, pseudarthrosis, the implant pulling free, rupture or deformation of all or part of the implant, infection, hematoma, venous thrombosis, pulmonary embolism, cardiovascular problems, inflammation of the tendons. [¿] factors capable of compromising implantation success. Bone pathology, osteoporosis, bone tumors, systemic or metabolic problems and infectious diseases. Senility, mental illness, abuse of illegal drugs, prescription drugs or alcohol. Excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads. Risk of conflict with other implants. Risk of articular conflict. [¿] responsibility stryker osteosynthesis declines all responsibility if any of the instructions described above are not followed." [Original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The patient underwent revision surgery for a broken anchorage plate. The plate was originally implanted on (B)(6) 2015 and at the time of implantation the surgeon, reported that he was satisfied with the outcome. Nothing unusual was noted on the post op x-rays. The patient was reported to have followed the normal protocol for weight bearing and there was no trauma or precipitating event reported leading up to the revision. During the revision procedure the surgeon noted that there has been partial fusion. The revision was completed by exposing the joint, removing the soft tissue and nonunion. A replacement anchorage plate was implanted.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The patient underwent revision surgery for a broken anchorage plate. The plate was originally implanted on (B)(6) 2015 and at the time of implantation the surgeon, reported that he was satisfied with the outcome. Nothing unusual was noted on the post op x-rays. The patient was reported to have followed the normal protocol for weight bearing and there was no trauma or precipitating event reported leading up to the revision. During the revision procedure the surgeon noted that there has been partial fusion. The revision was completed by exposing the joint, removing the soft tissue and nonunion. A replacement anchorage plate was implanted.